Event description:
Ref # imp (B)(4).

Manufacturer narrative:
Document review: versafitcup cc trio no holes acetabular sell 50: ref. (B)(4)/lot 121884 (72 cups produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. Seventy-on items belonging to this lot have been already sold without any similar event. From the data collected, there are no evidences that the event is device related.